Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. O'flaherty, n., et al. Transfusion transmitted (B)(6) infection from an individual donation nucleic acid (ID nat) (B)(6) donor. Vox sanguinis (2018). Note, the architect methods were used for diagnostic purposes. Prism methods used for testing of the donated unit. The following manufacturer report numbers document the issue for the other methods. Prism (B)(6)method manufacturer report number 1415939-2018-00092. Prism (B)(6)) method manufacturer report number 1415939-2018-00091 architect anti-hbc ii method manufacturer report number 3002809144-2018-00057. Architect anti-hbc igm method manufacturer report number 3002809144-2018-00058.

Event description:
A literature article included (B)(6) architect hbsag, architect anti-hbc total, and architect anti-hbc igm results for a blood unit recipient. The article included a patient (recipient) that received a donated unit that was (B)(6) when tested using prism (B)(6) and prism (B)(6) reagents. The donor was subsequently diagnosed with an acute (B)(6) and (B)(6)dna viral load was detected in the recipient. The following information was provided, however no specific values were provided. An (B)(6) recipient of an implicated (B)(6) red blood cell component of a unit was tested 110 days post transfusion and revealed an (B)(6) dna viral load was detected, (B)(6), however architect method hbsag, anti-hbc (total) and anti-hbc igm were (B)(6). The asymptomatic recipient was treated with entecavir (0.5 mg once daily), (B)(6) dna viral load was detected 121 days post transfusion, less than (B)(6). Genotype c2 sequences identical across two regions of the (B)(6) genome were found in samples from the donor and recipient. Recipient results were (B)(6) using architect hbsag and murex (B)(6)neutralization 121 days post transfusion and (B)(6) using architect hbc total, and architect hbc igm methods. The recipient was (B)(6) when tested 4 days before being transfused using architect methods ((B)(6), hbc igm) and (B)(6) dna viral load was not detected). The symptomatic donor was tested 108 days after the initial donation, and was (B)(6) using architect methods (hbsag hbc total, hbc igm, and anti-hbe) and (B)(6) dna viral load was detected, (B)(6).

Manufacturer narrative:
Previous submission correction is needed. The catalog number for the hbsag reagent was changed to ln 02g22-25. The initial hbsag reagent list was 6c36-20 and was not 06c33-20. Section d. Suspect medical device 4. Catalog number listed in the previous submission was correct. Device evaluated by MFR: an evaluation is in process.

Manufacturer narrative:
Catalog number was changed to ln 02g22-25 from 06c33-20. The medical device manufacturer is the same for both products. An evaluation is in process.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. The issue was identified in a literature article and the product was not available for return. Additional scientific literature was reviewed with medical affairs related to the complaint issue. During early hbv infection phase, a donor specimen hbv rna per nucleic acid testing (nat) will be detected earlier than hepatitis b surface antigen and antibodies. For the complaint donor specimen, no nat was detected in that early stage of infection; the prism hbsag and prism hbcore assays, as well as the architect hepatitis b assays could not detect any analyte. Labeling was reviewed and found to be adequate. The product package insert limitations of the procedure section includes that if the architect hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.